Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle deployed the cannula early during the activation process.

Manufacturer narrative:
The pod was received not deployed without the needle cap attached to the bottom housing. Blue plastic was observed in the holes on either side of the bottom housing window, indicating that the blue needle cap had been attached to the pod at one point. Inspection of the pod found no damages or manufacturing deficiencies that would result in the needle cap becoming detached from the pod prior to use. The needle cap could not be inspected as it was not returned with the device. The exact cause of the reported event could not be determined.the patient did not reported a needle mechanism failure. The patient's original allegation was that upon opening the package, the needle cap was off.

Event description:
It was reported that upon opening the package, the needle cap was off.